Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not alarming. Customer blood glucose reading was 23.3 mmol/l. Troubleshooting was performed. The insulin pump suspended without alarming. Customer called an ambulance and went to the hospital for high blood glucose reading. The insulin pump will be returning for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08700 inches. The device passed tone check and vibrate check on self test. No audio/beep anomaly or vibrate anomaly noted during testing. The device communicated properly with the guardian 2 link and the glucose sensor simulator. No unexpected suspend anomaly noted. The suspend before low alarm with audio alert functions properly. Delivery stopped during testing and the delivery stopped alert was displayed on the pump screen. The device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, a deep scratched keypad overlay, pillowing keypad overlay and cracked retainer.